Event description:
The patient reported that their programmer was going crazy. It was not powering on even though they changed the batteries and could not switch from a to b and had trouble turning stimulation on and then had trouble turning stimulation off. The patient was afraid to use it for fear that they would not be able to shut the implantable neurostimulator (ins) off. When they take the paddle of the ins they felt stimulation stronger. The patient was walked through changing batteries to allow programmer to power on. Patient services explained what poor communication screen meant and patient was able to connect. They reviewed the implantable neurostimulator (ins) on vs off icons and buttons, they explained that stimulation could not be increased if stimulation was off. The patient was walked through changing groups and how to adjust stimulation within different programs. The patient had groups a, b, and c. There were two programs in each group. P1 for the left side of their body and p2 for the right side. The stimulation was adjusted to a level that was good for the patient, 3.9v. It was reviewed that stimulation was positional, stronger or weaker depending on body position. The programmer issues were resolved with the patient programmer education. They were able to power on programmer, synch, and turn stimulation on and make adjustments to settings. The patient felt that they understood it better. This was about a week and a half ago from the report, (B)(6) 2016. The ins was not implanted in the buttock region, it was more in their waist area. This had caused the patient to have incontinence, the patient stated that they knew they were old but they had never had incontinence before. The patient was to follow-up with their health care professional (hcp) and discuss incontinence issues. This event was in the last 2-4 weeks from the time of the report, end of (B)(6) 2016. On (B)(6) 2016 the patient stated that they had notified their doctor on (B)(6) 2016. The steps taken to resolved the incontinence was that they had the stimulator removed on "(B)(6) 2016, removal (B)(6) 2016." It was stated that the incontinence had been resolved. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.